Event description:
Pt was revised to address tibial loosening. The surgeon felt the device may have been slightly undersized.

Manufacturer narrative:
The product associated with this reported event was not returned for evaluation. A search of the complaint database did not show any other reports against the lot code. The investigation could not draw any conclusions about the reported event without the product to examine; however, provided information indicated the size device selected and implanted at primary surgery was a possible contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be reopened.